Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other 2.80x16 graftmaster device is filed under a separate manufacturer report number.

Event description:
It was reported that a perforation occurred in an unspecified vessel with the use of an unspecified device. A 2.80x16mm graftmaster stent delivery system (sds) may have been advanced in the anatomy, but kinked and was removed without issue. A second 2.80x16 graftmaster sds was advanced over the guide wire up to the guide catheter y-connector, without much resistance, when the stent implant became dislodged from the balloon. The stent implant was easily removed without reported issue. A third graftmaster was used and successfully sealed the perforation. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported kinked shaft was confirmed. Additionally, a pinhole was noted in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported kinked shaft and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the noted leak (pinhole) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.